Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that, post aquablation therapy, the patient experienced a bladder perforation. Additional surgery was required to repair the perforation. The surgeon has concluded that the event was not attributed to aquablation therapy or the device. The patient is well and has been discharged. No malfunction of the hydros robotic system was reported.

Manufacturer narrative:
The hydros robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The investigation of this event consisted of a review of the device history record (DHR) and user manual (um). A review of the device history record (DHR) was conducted for hydros robotic system hy1000-us/serial number (B)(6), which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The session logs were reviewed. No instances of any errors were observed before, during, or after the treatment pass and was completed successfully. The hydros robotic system's user manual (um) um0401-00-01, us, english, rev. C, was reviewed. 4.2.3 warnings: procedure: - as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include the following, some of which may lead to serious outcomes and may require intervention: bladder or prostate capsule perforation. The hydros robotic system is a reusable device; therefore, it is still currently in possession of the user facility. It was reported that post aquablation therapy, it was observed that the patient experienced bladder perforation. Additional surgery was required to repair the perforation. The surgeon has concluded that the event was not attributed to aquablation therapy or the device. The patient is well and has been discharged. The hydros robotic system's um lists bladder perforation as a potential risk of aquablation therapy. Based on the review of the information provided, plus a review of the treatment logs, DHR, and um, the event is considered not to be device related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.